Manufacturer narrative:
A visual and tactile examination of the returned used guide wire was completed, and the following features were observed: microscopic examination of the returned guidewire distal and proximal welds did not reveal any anomalies. The distal and proximal joint were intact when fingerpull test was performed. No damage was present on the returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. The root cause is unconfirmed - no problem detected. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "no product defect: no product defect". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: per cnf, it was reported that: event; air contamination when did it occur?; where was the air observed?; were there any leaks?; was air observed in the sheath when removing the dilator from the sheath?; was the sheath aspirated?; what type of catheter was in the patient when the air was observed?; please provide details on how it occurred; same event with two sheaths. The sheath was inserted inside the patient, and since air was drawn in during the initial aspiration, a replacement was performed. Catheter: when the wire was inserted and the tip was exposed, the slider had to be pulled more than necessary to make a flower during the first deployment, so it was replaced. Wire: it was replaced because it could not be removed from the catheter. Physician comments: patient outcome: no information available. Infected: unknown. Generator/controller: ablation catheter used: other used: time of event: during procedure. As reported - code: 1457: entrapment of device or device component. As reported - device code: 9398: no clinical signs, symptoms or conditions. As reported - patient code: f26: no health consequences or impact.